Manufacturer narrative:
It was determined on jun 6, 2019 at the conclusion of the investigation that the malfunction was reportable device history record review: part: 352.040, lot: 2094058, manufacturing site: (B)(4), release to warehouse date: 14. Apr. 2004. Investigation summary the 5.0mm flexible shaft (p/n 352.040 lot 2094058) was returned and received at us cq. A visual inspection was performed. One of the four prongs at the distal tip had broken off from the shaft. The broken off prong fragment is missing and was not returned. No other issues were identified with the returned components of the device. Dimensional inspection was not performed due to post manufacturing damage. Document/specification were reviewed with no findings the complaint is confirmed for the 5.0mm flexible shaft (p/n 352.040 lot 2094058) as one of the four prongs at the distal tip had broken off from the shaft. The damaged/broken distal tip results in the reamer head not being able to be attached to the shaft. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the condition was due to excessive forces or repeated use over the part¿s lifetime (14+ years). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that on an unknown date, two (2) flexible shaft were found to have damaged ends and were unable to accept the reamer head. The devices were not able to be used in surgery. It is unknown if there was patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Original awareness date of event: complaint determined to be reportable on (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a 5.0mm flexible shaft. Concomitant devices: reamer head (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.